Event description:
The davinci vessel sealer jaws would not open during a robotic prostatectomy. Re-seated the instrument multiple times and adjusted the sterile drape. Opened a new davinci vessel sealer and it worked fine.